Manufacturer narrative:
Result: one unused sample was returned to the manufacturing site for investigation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 14m1161e. Two hundred retention samples were inspected visually for any kind of defect and all samples were found intact and in good condition. The qa analysis of the returned sample did not show evidence of any defect in regards to the flow wrap packaging. There was no sign of wetness on shelf pack and sample was found in good condition. In addition the manufacturing analysis of the customer returned sample found no manufacturing defects observed in terms of package integrity and compromise of sterility. The manufacturing team confirmed the various steps in operation and handling of the samples in the plant. All the operation steps are in place and no sign of abnormality related to sterility was observed. Conclusion: the defect is not confirmed. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: event occurred in (B)(6) 2015. Exact day of event unknown. Date received by manufacture was used to complete this field. The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore the manufacturing site franklin lakes, nj was used. Conclusion code : unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of investigation. Other text : unknown if a sample is available for evaluation.

Event description:
It was reported that following an injection using a bd emerald¿ syringe, the patient developed an abscess. The patient was treated with antibiotics and a dressing with betadine cream.